Event description:
It was reported patient underwent a hemiarthroplasty on (B)(6) 2009. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2009. The humeral head was removed and replaced. Patient underwent another revision procedure on (B)(6) 2014 due to a fractured humeral tray. The humeral bearing, humeral tray and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00957 & 01014).